Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles in the reservoir. The customer's blood glucose reading was unknown. The sizes of the air bubbles are 0.3 cm. The air bubbles occurred after 2 hours. The insulin was not stored by room temperature. No prefilled reservoirs were in use. No rewind with a reservoir in place. The customer will be sent a replacement pump. The customer will return the pump for analysis.